Event description:
On (B)(6) 2009, the strattice was used for abdominal wall repair for a male pt, with a lvad put in a few days/ weeks prior to surgery. This particular surgery was for a bowel resection. The strattice was placed to close the abd wall as an underlay, with no component separation, and defect bridged with the strattice. While implanting, the strattice had a suture pull through. The md reinforced the area by folding the edge of the strattice under. As of (B)(6) 2009, no problems seen.

Manufacturer narrative:
Since the strattice device was not returned for evaluation, internal investigation was limited to the following: review of the device history records for lot s10554. Query of lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s10554. Review of the device history records for lot s10554 resulted in no remarkable findings, with no deviations related to the nature of this complaint. (B) (4). Based on the information reported to lifecell and internal investigation into complaint lot, there is a malfunction, with no serious injury reported. However, lifecell reports this event, malfunction, to FDA because the malfunction is required to be repaired.